Event description:
It was reported that a pump started, charged, and was recognized by the computer, but the screen did not turn on and remained black. There was no reported impact to the customer¿s blood glucose level. The device is being returned, and a replacement pump with a new serial number has been issued.